Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The shock impedances were observed to be 128 ohms. At this time, the patient has been brought in for further evaluation. Reprogramming was performed and the patient is being monitored. The products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.